Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not operate following the delivery of a shock, and began emitting a constant tone. The ICD was explanted and replaced. The proximal coil of the transvenous defibrillation lead was noted to have a low shocking impedance, so it was capped.